Event description:
Safesheath 6 failed to split properly with diaphragm still holding onto lead. Doctor had to use surgical instrument to split the diaphragm. This could have potentially damaged the lead. There was no adverse event with the patient reported.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, d9, g3, g6, h2, h3, h4, h6 & h11. One 6f safesheath ii introducer sheath was returned under RMA# 1202110099 without the dilator. There were no other accessories. No visible blood was found on the sheath. According to the event description summary, the sheath failed to split properly with diaphragm (hemostatic valve) still holding onto lead. Doctor had to use surgical instrument to split the diaphragm. Upon receipt of the product, the sheath was already peeled apart, and the hemostatic valve did not break in half as intended. This most likely occurred because the hemostatic valve wasn't slit sufficiently enough to break apart as intended. Per manufacturing procedure (introducer set, silicone seal slitting). Sample size 100%. ·once the cutting cycle is complete, the part will be placed on the machine tray. Remove the seal from the tray and perform a visual inspection using a 10x microscope. ·finished center helix cut - verify the helix cut is complete and the seal was severed completely by checking for helix cut on the top and bottom of seal. ·exclusively for this type of seal, the blade must be change when the seal pull test exceed the warning limit of 2.15 lbf in the spc record. Per qa procedure (adelante s2s introducer sheath in-process and final inspection). Destructive testing: sampling plan ansi z 1.4, special level 4, aql 0.40 reduced. Break and peel test. ·using samples from fit check as described in 13.3.1, manually break the sheath and hub and verify that the seal splits easily without extreme elongation. Also verify that the split cap and seal remain secure and do not break free or loosen from the sheath hub. Per IFU: flush sheath with 5cc of saline immediately before peeling sheath away in order to minimize back bleeding. Withdraw sheath and valve over the lead or catheter and from the vessel, while keeping the lead in place. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. Returned device analysis revealed hemostatic valve of the sheath did not break apart properly during use. The valve was not cut sufficiently enough to tear in half as intended. Manufacturing and qa personnel have been notified of this issue to raise awareness and were informed to pay close attention to this detail. CAPA-05780 was opened to investigate the root cause and implement corrective action to prevent recurrence of this issue. In conclusion, the review of the DHR did not identify any manufacturing anomalies of this type and passed all final testing prior to shipment, however, the stated failure of the returned product was confirmed by our investigation. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.